Manufacturer narrative:
Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Several attempts were made to follow-up with the reporting facility and gather additional information regarding the event. During follow-up communication on (B)(6) 2017, livanova (B)(4) learned that the device was scrapped by the facility and is no longer in use. The facility stated that they do not plan to use livanova heater-cooler devices in the future, and that no further information related to this issue will be released. As the facility will not provide additional info about the event, no further investigation is possible. A root cause could not be determined. If any additional information pertinent to the reported event is received, this case will be re-opened. Livanova (B)(4) has initiated a CAPA project to investigate this type of issue.

Manufacturer narrative:
There is no known patient involvement. The heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of sorin heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). The customer reported that the internal team at the hospital recommended that the system not be used. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t was found to be contaminated during routine testing. The customer reported that it is not possible to identify the exact type of contamination at this time. There is no known patient involvement.